Event description:
It was reported that the 9800 system had a cine disk not available error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and single board computer upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.